Manufacturer narrative:
Device evaluation: one smiths medical cadd-legacy one ambulatory infusion pump was returned for analysis in used condition. Visual inspection showed the lens was cracked and both housings showed damage. Review of the event history log showed multiple occurrences of no disposable alarms. Functional testing involved simulated use and sensor verification and the reported issue was not able to be duplicated. The downstream occlusion sensor was found to be within manufacturing specification. The pump was also tested for delivery accuracy and was found to be within manufacturing specification of +/- 6%. The problem source could not be identified. Based on the investigation, the complaint allegation was not confirmed. Updated: concomitant medical products, device evaluated by MFR, evaluation codes.

Event description:
Information was received that during pre-testing of this smiths medical cadd legacy pump, the pump exhibited "no disposable, clamp tubing alarm. It was confirmed that the cassette was attached, but unable to stop the alarm. Subsequently, the patient switched to backup pump. It was reported that no lapse in therapy or side effects due to pump malfunction and infusion is life-sustaining. No patient consequences were reported. No adverse effects were reported.